Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 250 mcg for a total dose of 80.60876 mcg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported a "sore underneath their pump" which was leaking fluid. The patient was started on keflex and was scheduled for evaluation. On (B)(6) 2020 the abscess at the pump site continues to exude clear, yellowish fluid, not minimized with keflex. The patient was started on bactrim and clindamycin. The pump refill was not performed, as to not worsen the infection. On (B)(6) 2020 examination of the site was showing some improvement, but the pump was reprogrammed where the intrathecal (it) rate was decreased in preparation of possible explant. On (B)(6) 2020 the patient reported pain at the pump site. The pump was reprogrammed on (B)(6) 2020. On (B)(6) 2020 the patient's husband reported that the site had opened and was exuding a green/gray substance. The patient was scheduled for evaluation. On (B)(6) 2020 the site was examined and it was determined that explant was necessary. On (B)(6) 2020 the entire system was explanted/not replaced. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was infection at the pump site. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2020. No further complications were reported.